Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the day after the right atrial (ra) lead was implanted, the ra lead dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.